Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and paravalvular leak (pvl) requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. An investigation was performed to assess reports of asymmetrical s3 deployment. The results were documented in a technical summary written by edwards lifesciences. Thirty¿day post-implantation data was reviewed from the EU clinical study with valves that demonstrated asymmetrical deployment, or ¿height variance¿. No in-vivo effect was attributed to height variance, and eoa and pvl results were satisfactory. Similarly, the bench testing data for awt (accelerated wear testing) and ffft (full frame fatigue testing) exceeded relevant iso 2013 requirements for effective orifice area (eoa) and total regurgitant fraction (trf) demonstrating that the sapien 3 valve is functional and durable. The evidence indicates that the appearance of the valve has no impact on circularity at any level of the valve, no impact on hemodynamics, no impact on durability and no relationship to pvl. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the malposition (too ventricular, asymmetrical) is related to the patient factor (valve anchored quickly in the calcification and therefore did not foreshorten as much as the other side) during deployment. The sub sequential pvl may be due to the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during a transfemoral tavr procedure in the aortic position, the 23mm sapien 3 valve was placed in a position that looked good on angiography, however, due to an asymmetrical deployment, the valve was deployed in a too ventricular position, which resulted in severe regurgitation. On one side, the valve anchored quickly in the calcification and therefore did not foreshorten as much as the other side. A second 23mm sapien 3 valve was implanted a bit higher with good outcome. It is perceived that the malposition occurred due to the patient¿s severe annular calcification.